Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. No device analysis results are available because the device was not received for investigation. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
One cardiomems catheter assembly with tethered sensor and hoop were received for investigation. The reported event was confirmed as cardiomems guidewire was passed through both the hub of the catheter and the distal end of the catheter but was stuck midway and could not fully be passed through. The returned catheter's outer diameter was found to be within specification as determined by thickness gauge. The width of the sensor was found to be within specification as determined by a digital caliper. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
It was reported that the cardiomems implant procedure was abandoned due to inability to advance the cardiomems delivery catheter to the desired location and inability to find a suitable location for implant via angiogram. As the sensor was being advanced to the target location resistance was encountered in the pulmonary arch. Multiple attempts were made to re-advance the system but the same problem occurred on each attempt. After the multiple failed attempts an angiogram was performed and no suitable location for implant could be identified so the procedure was aborted. The procedure time was delayed to a clinically significant degree per the physician due to troubleshooting the issue.